Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2013. Subsequently, patient was revised (B)(6) 2013 due to instability. The bearing and femoral component were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown.